Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (ICD) exhibited hematoma. A revision was performed and the s-ICD along with the lead were explanted. The patient was treated with intravenous antibiotics. There were no adverse patient effects reported. This explanted s-ICD will be returned.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a hematoma. A revision procedure was performed, and this device and the associated electrode were explanted. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported.

Manufacturer narrative:
It was reported that this product was returned with no reported product performance issues. Visual inspection found no anomalies. A firmware diagnostic download revealed no suspicions system errors or resets. An x-ray of the device revealed that the internal fuse on the flex assembly was damaged (i.e., no longer intact). High power visual inspection of all device parts found no evidence of electrical overstress on any of the parts. Return product testing was performed and the device stopped charging after a voltage of 48v was reached during the gross fail shock test. The fact that charging current was running through the fuse means the charging circuit was working. Further testing identified a power supply failure, and a warm boot reset was counted. Subsequent analysis could not determine the cause of the test failure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.